Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The probe and labeling was returned for evaluation. Although a 10gauge probe was confirmed to have been returned, the complaint investigation is inconclusive for a device mislabeling issue as it cannot be confirmed that the 10gauge probe was pulled from the 7 gauge packaging. The investigation is confirmed for failure to obtain samples as suction issues were identified with the improper chamber assembly attached to the returned probe, which would have contributed to the sampling issue. Based on the results of the investigation, the alleged labeling issue is inconclusive. The encor biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, the physician noticed that the tissue samples collected were smaller and then discovered that a ten gauge probe was pulled from a seven gauge probe's packaging. The procedure was completed with another device. There was no patient injury reported.